Manufacturer narrative:
A customer quality (cq) evaluation was completed as follows: no material received for investigation and the received x-rays/pictures show that the implant is broken inside the body; the complaint therefore has been determined to be confirmed. The available x-rays/pictures do not allow any determination of the breakage root cause of the implant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s date of birth/age, gender and weight were not provided for reporting. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a locking compression plate (lcp) 4.5/5.0, broad, 14 holes broke post-operatively. The patient had a removal surgery and is now on external fixation. As per surgeon the patient had a recent fall and got infection. This report is for one (1) 5.0 mm ti locking head screw self-tapping 30 mm. This is report 2 of 12 for complaint (B)(4).